Manufacturer narrative:
Continuation of d11: product ID 37085-60 lot# serial# (B)(6) implanted: (b0(6) 2014 explanted: (b0(6) 2019 product type extension product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2019 product type extension h3: the returned extension (serial no: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 and 1 connectors were crushed in the extension at the proximal end. The setscrew impression was too proximal and between the #0 and 1 connectors. The returned extension (serial no: (B)(6) ) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the molded rubber of the extension was cut, consistent with explant damage. Electrical testing determined that continuity was complete and there were no electrical shorts between circuits. H6: conclusion code 19 and result code 114 apply to (B)(6); conclusion code 67 and result code 213 apply to (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, ubd: 26-dec-2017, UDI#: (B)(4), product type: extension. Product ID: 37085-60, serial#: (B)(4), ubd: 26-dec-2017, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that the impedance of two extensions was found to be high during an ins replacement procedure for normal battery depletion. The two extensions were replaced, and the ins was scheduled to be replaced at a later date. The cause of the issue was unknown. The patient was in the hospital for observation. No patient symptoms or further complications were reported as a result of this event.